Manufacturer narrative:
The medfusion pump was not returned for evaluation. The pump's event history log, which was provided by the customer, shows that the pump was running on battery power with a remaining battery capacity of 5.7%) at the time of the customer's reported loss of power event. Beyond this statement of fact, no other findings or conclusions can be made without the pump being returned for evaluation.

Event description:
It was reported the device was in use with patient and powered off while plugged in to wall outlet. No adverse effects reported.